Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had an issue with not being able to insufflate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 10/21/2019. Signs of clinical use and evidence of blood was observed. Blood was visible on the c-ring. The c-ring was observed to be intact, no visual defects were observed. No defects were observed. The btt was not returned for evaluation. Based on the incomplete device return, we are unable to confirm the reported failure "leak".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had an issue with not being able to insufflate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.